Manufacturer narrative:
The actual devices were not returned to the MFR for evaluation and a lot number was not reported. Without the actual samples and a lot number, a thorough evaluation could not be performed. No specific conclusions can be drawn.

Event description:
As reported by the facility: incidents occurring in nuclear medicine. Droplet of nuclear isotope on top of valve after syringe disconnect. Customer says valve, therefore, is "hot". Additional info provided by the facility indicated there has been no pt injury involved in the incidents. After consulting with their sales rep, the facility will be using another b.braun product to better suit their application. Samples are not available for evaluation, due to nuclear contamination.